Event description:
It was reported that the catheter had been placed for pain management in a female pt undergoing a total knee replacement. Upon attempted removal of the catheter, resistance was encountered and 2-3cm of the catheter was retained in the pt. There will be no attempt to remove the retained piece of catheter, since it is in the soft tissue. There were no add'l pt complications.